Event description:
It was reported that noise was observed on the atrial lead with movement and asymptomatic heart rate dropping. Laser extraction of rv was unsuccessful resulting in median sternotomy, ecc/cardiac bypass for removal of leads. The patient was transported the ICU on ventilator. The patient was extubated and remains on low dose vasopressors.

Manufacturer narrative:
All information provided by manufacturer and mandatory medwatch form was received.